Manufacturer narrative:
F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the operating theater the intra-aortic balloon (iab) was prepped per instruction. The sheath was inserted via the right femoral artery. The iab was inserted part-way into the sheath when it became stuck. The md was able to remove the iab without the sheath. The md made a request for another iab. Reference medwatch 1219856-2008-00489 for a second event involving same patient.